Event description:
It was reported that the customer was hospitalized due to high blood glucose of 300mg/dl. It was stated that the customer changes the infusion set every four days. Recommended to change every two to three days. It was stated that the daily totals showed 27.6 units, while the basal rates was 18.6 units and the bolus was 23.35 units. However, the bolus history showed only 22.8 units. The customer was instructed to contact the doctor for more instructions regarding the infusion set. Advised that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Insulin pump functioned properly. Cracked reservoir tube threads and scratched lcd display window noted during visual inspection.